Manufacturer narrative:
Evaluation summery: on 04-may-2011, additional information was received in the form of qa results without a lot number. The product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of epicel is not affected by this report.

Event description:
Recurrent ulcers [skin ulcer]. Subepidermal blistering [blistering]. Case description: literature report was received on 25-april-2011 from a physician regarding patient (names, initials and gender not provided) who experienced sub epidermal blistering and recurrent ulcers after receiving epicel. This report is from a literature article entitled "graft site malignancy following treatment of full-thickness burn with cultured epidermal autograft." Theopold, c., d. Hoeller, p. Velander, r. Demling, and e. Eriksson. Ideas and innovation 2003. The specifics regarding the patients are not available. The article reports that in patients who have received cultured epidermal autografts (cea), subepidermal blistering is seen up to six months after receiving the cea. In one patient, recurrent ulcers were seen up to one year after grafting. No other information is available at time of this report. For other events reported by the reporter , please refer to manufacturer control (B)(4).